Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp for the reported "fiber optic cable that would not seat right at connection", exorcised to no fail. Completed pm, a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a fiber optic cable that would not seat right at connection. There was no patient involvement, and no adverse event reported.